Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. The patient presented emergently seven day post index procedure. A recent CT revealed that the stent graft was occluded. The physician believes the occlusion was caused by a tight bifurcation and tortuous iliacs. The physician was not successful in establishing flow in the left limb using another manufacturer¿s catheter; therefore, the physician treated the patient with a aui and femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.